Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reports patient was revised on (B)(6) 2015 due to patient allegations of pain, metal debris, migrated cup, metallosis, elevated metal ion levels, necrotic tissue and osteolysis. The acetabular cup, modular head and taper adapter were removed and replaced and a polyethylene liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report that during the revision procedure, the head took approximately thirty minutes to remove. The presence of grayish black material, grey fluid with metal debris, and a lack of bony ingrowth/fibrous ingrowth around the cup were further noted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2015-03605-3.

Event description:
Legal counsel for patient reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reports patient was revised on (B)(6) 2015 due to patient allegations of pain, metal debris, migrated cup, metallosis, elevated metal ion levels, necrotic tissue and osteolysis. The acetabular cup, modular head and taper adapter were removed and replaced and a polyethylene liner was implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates the revision was due to elevated metal ion levels and metallosis secondary to failure of metal-on-metal components. Revision operative report noted gray joint fluid with presence of metal debris. Operative report further notes a grayish black material around the pseudocapsule. A capsulotomy was performed and surgeon noted osteolysis, necrotic tissue and grayish material around the femoral stem and acetabular cup. The head and cup were removed and replaced an a polyethylene liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reports patient was revised on (B)(6) 2015 due to patient allegations of pain, metal debris, migrated cup, metallosis, elevated metal ion levels, necrotic tissue and osteolysis. The acetabular cup, modular head and taper adapter were removed and replaced and a polyethylene liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report that during the revision procedure, the head took approximately thirty minutes to remove.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03605 & 03606).

Event description:
Legal counsel for patient reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reports patient was revised on (B)(6) 2015 due to patient allegations of elevated metal ion levels, pain, metal debris and a migrated cup. The acetabular cup, modular head and taper adapter were removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff&#62688;complaint and the allegations contained therein are unverified.